Event description:
A pt (B)(6), was enrolled in (B)(6) study for stress urinary incontinence. On (B)(6) 2010, the pt was injected with 2.0ml of coaptite. On (B)(6) 2010, the pt had urinary retention that was confirmed by a bladder scan. The pt had a foley catheter placed on (B)(6) 2010. The retention was resolved on (B)(6) 2010. On (B)(6) 2010 the pt was injected with 2.0ml of coaptite.

Manufacturer narrative:
Add'l expiration date: 05/2013. Add'l implant date: (B)(6) 2010. Add'l manufacture: 05/2010. (B)(4). The physician assessed the retention as mild and definitely related to the device. The physician assessed the urge incontinence as mild and definitely not related to the device. The device history records for the reported lot numbers were reviewed, all required testing specifications were met prior to release, no abnormalities noted.